Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl range. Customer administered a manual insulin injection to address elevated bg. Reportedly, the customer was using cold insulin. Tandem customer clinical support informed customer that using cold insulin off label per the user guide. Reportedly, customer reverted to an alternate method of insulin therapy.